Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 10, 2014 ¿ july 11, 2014. The device was received for evaluation with approximately 120ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. After the luer cap was removed, continuous flow was observed from the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during patient infusion of an unknown drug. According to the report, forced priming was attempted, and flow was confirmed, prior to the event. The patient¿s port (non-baxter product) was checked with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.